Event description:
It was reported that a burr detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotapro was selected for complex percutaneous transluminal coronary angioplasty (ptca) requiring rotablation. During the procedure, it was noted that the rotapro burr got detached from the shaft while burring in right coronary artery (rca). The device was manually and completely removed, along with the entire assembly and the guide catheter, using dynaglide mode. The procedure was completed using the alternate method. There were no patient complications and the patient remained stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name/e1 - initial reporter address 2: (B)(6).

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the complaint device was not received for product analysis. However, an analysis was concluded based on the media provided by the site. A video of the moment of burr detachment during use and a photo of the detached burr outside of the body were attached to the complaint record and could be used to confirm the reported events.

Event description:
It was reported that a burr detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotapro was selected for complex percutaneous transluminal coronary angioplasty (ptca) requiring rotablation. During the procedure, it was noted that the rotapro burr got detached from the shaft while burring in right coronary artery (rca). The device was manually and completely removed, along with the entire assembly and the guide catheter, using dynaglide mode. The procedure was completed using the alternate method. There were no patient complications and the patient remained stable post procedure.